Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the subject device had three different sphincterotomes "burst". The issue was found during set up and inspection for use. No patient harm was reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d8, d9, h2, h4, h6, h11. Corrected field: h6, d4. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.